Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2021, multiple attempts were made to access the epidural space. The physician was able to get into the epidural space eventually, but unable to advance the lead. As a result, the trial was aborted.